Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
(B)(6) reported that he had experienced several cases where the vascular markings had disappeared and the outer wall had gotten peeled off after implanting a flixene vascular graft using a sheath-type tunneler. (It was confirmed that there were no problems before tunneling.) At present, there have been no problems after surgery, and the progress is good.

Manufacturer narrative:
Additional information: section d10 & h6. Investigation summary: this complaint reports that a flixene graft (p/n: 25058, l/n: unk) was implanted but the outer cover peeled off while it was being pulled through, resulting in the markings printed on the graft cover not being present. The procedure was completed and the graft remains implanted with no reported issue. The device is still implanted and thus will not be returned for evaluation. No pictures were provided. The lot number was not provided. Getinge requested additional information and the complainant reported that a 6mm tunneling rod was used (which is smaller than recommended for this graft). They clarified that the peeling was identified after tunneling but before cutting the graft. And they stated that the clear plastic sheath which is provided covering the graft was not in place during tunneling. It is recommended in the IFU that the sheath be left on until after tunneling, as it protects the graft from potential damage as it is being drawn through the body. A lot number was not provided so a DHR review could not be completed. The IFU provides adequate instructions for the use of this device and cautions the user on what tools to use while handling and cutting grafts. It provides instructions on selecting the correct sized tunneling tip and on when to remove the plastic sheath. In this case, the instructions for selecting a tunneling tip size were not followed. There is not indication that the IFU is related to this complaint. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. An excursion was identified on (B)(6) 2024 for flixene grafts exceeding the 3 standard deviation limit. A complaint history review was completed which found 3 similar complaints. A review of crs/capas identified one related cr and one related CAPA. An ncr review was completed which found none related to this complaint. Neither this complaint nor a device nonconformance can be confirmed. Based on the information provided by the customer, the most likely root-cause is user error due to the clinician not adequately following the IFU and using a 6mm tunneler when a larger size would be more appropriate. This conclusion was corroborated by the investigation of CAPA: 1080682.

Event description:
N/a.

Manufacturer narrative:
Related mfg report number: 3011175548-2024-00141.